Event description:
It was reported that this e360 ventilator had a low fraction of inspired oxygen (fio2) [oxygen out of range]. There was no patient involvement at the time of the event. Medtronic was not authorized to evaluate/repair the device as the product is not in medtronic control. The service provider found the o2 sensor needs to be replaced. The repair will be completed at a non-medtronic location. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated